Event description:
It was reported from the us that the "surgeon put bow tie reamer on modular handle (on drill not ream). Put it over a k wire and ran it down to the glenoid. Started to ream the glenoid and the piece that attaches to the handle sheared off. It did end up notching the glenoid, but we were able to facilitate the baseplate on without complications." Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. No device received for analysis. Analysis completed on 04/10/2020 by ah. Design-related issues: exactech is aware of 5 complaint reports involving a fractured reamer shaft since 2008. Because this device is used in total reverse shoulder surgeries, sales data for glenospheres was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Mfg-related issues: manufacturing-related information could not be reviewed because no information regarding manufacturing lots was provided. A review of the risk management report (rmr) and the risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for equinoxe narrow reamers, rmr-00007 rev b and racr-00010 rev b, were reviewed. The risk is captured in risk ID 5.3. Corrective actions are not required because the occurrence rate is "very low", and the risk is captured in the rmr and racr. The broken reamer reported in (B)(4) was likely the result of applying a force greater than yield strength of the material and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure. However, this cannot be confirmed because the component was not available for evaluation. Additional comments: according to the experience report, "surgeon put bow tie reamer on modular handle (on drill not ream). Put it over a k wire and ran it down to the glenoid. Started to ream the glenoid and the piece that attaches to the handle sheared off." It was reported that this has occurred on 3 separate occasions. The other two events are capture in (B)(4) and (B)(4). IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues. The glenoid was reported to be notched due to this event. An investigation was conducted; the broken reamer reported was likely the result of applying a force greater than yield strength of the material and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate failure. However, this cannot be confirmed because the component was not available for evaluation.